Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right ventricular (rv) lead is suspected to be dislodged. No further action taken. No adverse patient effects were reported.